Manufacturer narrative:
This report is submitted on june 15, 2017.

Event description:
Per the clinic, the patient experienced a performance decrement with device use and infection; subsequently, the patient was administered IV antibiotics (date and duration not reported). The issue could not be resolved and subsequently the device was explanted on (B)(6) 2017, there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on june 28, 2017.